Event description:
Date of stent insertion: april 2005. Diagnosis: metastatic disease with external compression of the esophagus. Stent migrated down procedure date: april 2005 (egd with stent) stent successfully removed on may 2005. Pt condition: no harm as a result of stent migration. Difficulty with removal of stent and pt had difficulty breathing during procedure. Pt died two days later from a bleeder. The location of the bleeding was the lower esophagus. The physician was asked whether he felt that the bleed could have been a result of the difficult removal of the stent. The answer was no. He felt either the polyflex eroded through the wall of the esophagus or the stent was providing tamponade pressure and the removal of the stent removed the tamponade and the pt bled out. The cause of death was not yet known because of the outcome of the autopsy was not yet known. The migration of the stent was noted under CT on may 2005, removal the next day death two days later: stent was destroyed.